Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated the patient temperature (pt) was all over the place in an arctic sun device. Patient started closer to targeted temperature (tt) but was now below targeted temperature (tt). While speaking the patient temperature (pt) changed a good bit. Sn: (B)(6). Went to event log and confirmed alarm 50 - patient temperature 1 erratic. Patient had only been on therapy for an hour, but temperature had jumped from 33c to 34c back down to 32c. Had rn flex the cable, and they confirm the temperature was changing. Explained a temperature this erratic was often due to a short in the cable. Recommended changing out the cable with one from another device and ensuring probe in place. After replacing the temperature cable, they were able to resume therapy. Device seems to be functioning appropriately with no erratic changes. Suggested to call back with any questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated the patient temperature (pt) was all over the place in an arctic sun device. Patient started closer to targeted temperature (tt) but was now below targeted temperature (tt). While speaking the patient temperature (pt) changed a good bit. Sn: (B)(6). Went to event log and confirmed alarm 50 - patient temperature 1 erratic. Patient had only been on therapy for an hour, but temperature had jumped from 33c to 34c back down to 32c. Had rn flex the cable, and they confirm the temperature was changing. Explained a temperature this erratic was often due to a short in the cable. Recommended changing out the cable with one from another device and ensuring probe in place. After replacing the temperature cable they were able to resume therapy. Device seems to be functioning appropriately with no erratic changes. Suggested to call back with any questions.